Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following was requested but unavailable. What part of the jaw was broken? Did the titanium blade break off of the device? Did the broken blade tip fall into the patient? Was the broken blade tip retrieved from the patient? Did this cause a change in the plan of care for the patient? Did the white tissue pad completely detach from the jaws? Was the white tissue pad retrieved from the patient? Did this cause a change in the plan of care for the patient? Was the clamp arm broken?

Event description:
It was reported that during the ligature of the meso of annex procedure, the ultracision clamp broke apart from the jaw; making it impossible to use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #n9053n. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. In addition, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to inspect the internal components and no anomalies were found. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.